Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/18/2019, device returned to manufacturer: yes. Device evaluation: the product was received inside the original box. The plunger was observed in an advanced position. The plunger was gently pulled back and found locked. The pcb00 device was observed under microscope and no traces of viscoelastics (ovd) were observed at the cartridge. Per directions for use (dfu) states to completely fill the viewing window of the pcb00 with ovd. The pcb00 lens is stuck at the cartridge tube with the leading haptic not folded. There were no damages observed on the assembly. There was no visible gap. The reported haptic damaged was not verified. No product quality deficiency was identified. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, not explanted. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a pcb00 15.5 diopter intraocular lens (iol) was found distorted and it was out when inserting into the patient's operative eye. Reportedly, the iol was not fully inserted. There was patient contact; however, no harm to the patient was reported. It was noted that no additional procedures were required and the patient is doing well. No additional information was provided.